Event description:
It was reported that the device was showing a battery voltage of rrt (recommended replacement time) but had not triggered rrt on the display yet as it had not had an rrt voltage for three consecutive days. The caller questioned why the device did not last longer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the device reached elective replacement indicator (eri) and was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.